Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report: the additional device referenced in b5 is filed under a separate medwatch report number. D4- the UDI is not known as the part and lot number were not provided.

Event description:
User facility medwatch report #mw5165112 received that states: "as reported by the edwards field clinical specialist, the physician was unable to gain access site due to severe peripheral vascular disease. The tavr was aborted after perclose failures. Edwards thv devices were opened but not inserted into the patient. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."